Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Duckbill out of position. The analysis results of the found that the device was received with the duckbill out of position and present and with the bellows damaged. One potential cause for the damage found may be the snagging of an instrument during insertion. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.